Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Patient code: (B)(4) . It was reported that following insertion the patient experienced recurrent hernia and discomfort.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018.

Manufacturer narrative:
Date sent to FDA: 1/13/2020. Additional narrative: it was reported that patient underwent removal of mesh on (B)(6) 2013 and (B)(6) 2017 due to abdominal pain. (B)(4) represents the adverse event which occurred on (B)(6) 2013. (B)(4) represents the adverse event which occurred on (B)(6) 2017.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018